Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogate the ipg resolving the issue.

Manufacturer narrative:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogate the ipg resolving the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.